Manufacturer narrative:
This MDR is being reported late as initially this complaint was determined to be not reportable based on the reported event. However, during an internal review of complaints, it was noted that the evaluation of the device identified a break. There was no information provided to state that the break occurred during or after the procedure. There was no patient injury reported however a decision was made that this complaint should be reported to the FDA and therefore this report has been submitted. This report includes all information and a follow up/supplemental report will not be submitted unless requested by the FDA. The lot history records could not be reviewed as the lot number was unknown. The device was returned for evaluation. Evaluation of the device identified that the balloon has separated from the outer at the proximal bond. A kink was noted on the inner. The inner is also stretched. The balloon sleeve was returned, a kink was noted on the sleeve. Excessive force may have been used to remove the sleeve causing the device to stretch. One kink was noted along the outer of the device. A functional examination is not possible due to the condition of the returned device. The result of the investigation is confirmed. Based upon the information available and investigation carried out a definitive root cause cannot be determined. It is unknown if the device was used on the patient. There was no patient injury reported. It is possible that patient factors, handling or procedural techniques may have contributed to the reported event. Based on trending analysis performed no additional action is required at this time. The IFU states: precautions: before removing catheter from sheath it is very important that the balloon is completely deflated. Proper functioning of the catheter depends on its integrity. Care should be used when handling the catheter. Damage may result from kinking, stretching, or forceful wiping of the catheter. If the hypotube kinks prior to or during use it should be discarded. No attempt should be made to straighten a kink in the hypotube. Inspection and preparation: note: a 0.018" guidewire must be inserted in the catheter across the balloon during any inflation of the balloon. Remove the balloon sheath and shipping mandrel and inspect the catheter for bends or kinks prior to use. Prepare a mixture of contrast medium and normal saline as per normal procedure. (Recommended 25% / 75%). Attach a stopcock and a 20ml syringe half filled with the contrast solution to the balloon port. Point the syringe nozzle downward and aspirate until all air is removed from the balloon. Turn the stopcock off and maintain the vacuum in the balloon. Purge the catheter through lumen thoroughly. Insertion and inflation procedure: note: a 0.018" (0.457 mm) guidewire must be inserted in the savvy long catheter across the balloon during any inflation of the balloon. Make sure that the balloon sleeve has been removed from the catheter balloon. Enter the vessel percutaneously using the standard seldinger technique over the appropriate guidewire for the size catheter being used. Advance the catheter across the lesion with fluoroscopic guidance using accepted percutaneous transluminal angioplasty technique and inflate. The balloon to the appropriate pressure. Note: do not inflate the balloon or advance the catheter unless the guidewire is in place. Deflation and withdraw: deflate the balloon by drawing a vacuum with a 20ml or larger syringe. Note: the larger the syringe diameter, the greater the suction that is applied. For maximum deflation a 50cc syringe is recommended. Gently withdraw the catheter. As the balloon exits the vessel, use a smooth, gentle, steady, motion. If resistance is felt upon removal then the balloon and the sheath should be removed together as a unit under fluoroscopic guidance, particularly if balloon rupture or leakage is known or suspected. This may be accomplished by firmly grasping the balloon catheter and sheath as a unit and withdrawing both together, using a gentle twisting motion combined with traction. Apply pressure to the insertion site according to standard practice or hospital protocol for percutaneous vascular procedures. (B)(4).

Event description:
It was reported that "savvy could not ballooning". It is unknown if the device was used on the patient. There was no patient injury reported.